Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. Date of event: unknown/not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: exact dates not provided, patients underwent implantation between july 2005 and november 2014. If explanted; give date: unknown/not provided. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Moritz c. Daniel, md, jibran mohamed-noriega, sakaorat petchyim, and john brookes. (2019) childhood glaucoma: long-term outcomes of glaucoma drainage device implantation within the first 2 years of life. J glaucoma 28(10). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: childhood glaucoma: long-term outcomes of glaucoma drainage device implantation within the first 2 years of life. A retrospective study was done to evaluate the long-term outcomes of the treatment of childhood glaucoma with gdd (glaucoma drainage device) within the first 2 years of life. Out of a total of 60 eyes that underwent gdd implantation included in the study, 38 eyes were implanted with baerveldt 250 model,and 15 eyes with baerveldt 350 model. Complications observed and included 3 edophthalmitis, 3 tube exposure, 3 numerical hypotony, 1 shallow anterior chamber, 5 tube too long which required surgery, 1 corneal touch, 1 pupillary distortion, 1 vitreal opacification that required anterior vitrectomy,and 1 lens subluxation. It is not clear if these complications occurred in eyes with the baerveldt glaucoma implants or the other products. Twelve unspecified eyes that developed a complication required needling of the tube plate and two eyes underwent cyclodiode laser coagulation. In five eyes when needling of the tube plate was not sufficient to control the intraocular pressure (iop), the implantation of a second gdd was required. This report address the issue related to the baerveldt bg103-250. A new report will address issue related to the unknown model baerveldt 350.